Event description:
The customer reported the loss of fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However the device representative adjusted the power supply, replaced the gib battery and tightened the power plug.